Event description:
It was reported the patient was in a bad car accident on (B)(6) 2013 and the day following she had a back spasm and ¿everything went stiff¿ in the middle of the night. The patient met with her healthcare provider on (B)(6) 2013 and it was stated the device for her bowel was now shut off and the device for her bladder was on but turned down. The patient was on medication which helps her use the bathroom, and she went to physical therapy twice a week, working toward turning bowel stimulation back on and turning bladder stimulation back up to 5-6. It was stated the patient had a lot of medical conditions including scar tissue from so many surgeries. Reportedly, five years ago when she had her daughter she had ¿placenta previa, delivered at 22 weeks, had a radical c-section, an immediate hysterectomy and needed her bladder reconstructed¿ and the bladder reconstruction lasted 3 1/2 years. It was stated she had steroids inserted into a bladder, her organs stuck together, and has had 26 transfusions.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28, lot# va09fth, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va06nup, implanted: (B)(6) 2013, product type: lead. (B)(4).